Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n332279, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information found that it was reported the patient was not feeling any stimulation, but felt it when he increased the voltage.

Event description:
It was reported that there was a power-on-reset (por) condition. It was stated that the patient was not able to adjust stimulation and saw a display showing "call your doctor" icon. The patient reportedly cleared the por by himself and was able to turn stimulation back on. It was stated that the patient was able to feel stimulation. It was noted that the patient was going to see his doctor for reprogramming. If any additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient received assistance from their doctor or medtronic representative on (B)(6) 2013. The patient no longer had concerns regarding their device or therapy.